Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device implant procedure, several attempts were made to tighten the set screw into the ventricular port which had a pin plug inserted. After several attempts to rotate and tighten the set screw the wrench would not ratchet. A different wrench was used and this seemed successful. The wrench was then removed from the grommet and the set screw came out with it. The physician was concerned the threads were stripped. It was also reported that when the device was placed in the pocket and the programmer head was used, the marker channel ventricular sensing annotations indicated unexpected sensing. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.